Event description:
It was reported to philips that system gave a blue screen, preventing booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular procedure, which was completed as planned after rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the blue screen error. Upon functional testing, the fse found an issue with the host pc. The fse replaced the host pc to resolve the issue but after replacement the fse found that the geo-pc and ippc were showing issues. To resolve the reported issue, the fse used kill stick and reloaded software to get geo ipc and corrected the sub net for frontal and lateral ippc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, reinstallation of software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.